Event description:
It was reported that the patient developed a possible infection ipg site. Symptoms of tenderness, swelling, redness and discharge were noted. The patient was administered with antibiotics.